Event description:
Reportedly, on 2025-12-12, we received the information that on (B)(6) 2025, the pacing system is scheduled to be removed due to an infection.

Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures.alizea dr 1600 (s/n: (B)(6) was sold and labeled as sterile. It was manufactured, sterilized and released according to applicable standard operating procedures.manufacturing date: 14-march-2025,use before date: 14-september-2027,sterilization date: 15-april-2025,sterilization lot: s0735 ¿ 3826.the device history report of screwvine 52 sep (s/n: (B)(6) could not be retrieved. The lead was implanted on (B)(6) 2028 and was manufactured on 6 june 2017.the device history report of screwvine 58 sep (s/n: (B)(6) could not be retrieved. The lead had been implanted on (B)(6) 2018 and was manufactured on 10 july 2017.it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.this case is retained and utilized for trending purposes.

Event description:
Reportedly, on 2025-12-12, we received the information that on (B)(6) 2025, the pacing system is scheduled to be removed due to an infection.

Manufacturer narrative:
The device has been sterilized and released according to all applicable procedures. Alizea dr 1600 (s/n: (B)(6)) was sold and labeled as sterile. It was manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 14-march-2025 use before date: 14-september-2027 sterilization date: 15-april-2025 sterilization lot: s0735 ¿ 3826 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. This case is retained and utilized for trending purposes.